Manufacturer narrative:
Unit received with completely broken reservoir tube lip, cracked case from display window corner and cracked case. Unable to perform all operating currents, unexpected restart error test and displacement test or verify battery power loss alarm, low battery alarm due to completely broken reservoir tube lip, a test reservoir was installed and did not lock in place. (B)(4).

Event description:
Information received by medtronic indicated that retainer ring was cracked. Reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.